Manufacturer narrative:
Pending evaluation.

Event description:
As reported this (B)(6) male patient was determined to have severe humeral liner poly wear occurring since the rtsa in 2013. Severe humeral liner poly wear, medially, which ultimately caused liner dissociation and patient discomfort. Humeral liner was removed, patient debrided and glenosphere removed. New glenosphere and humeral liner were then implanted. Humeral stem and glenoid plate were not exchanged. Patient was last known to be in stable condition following the event. Device is not returning due to hospital policy.

Manufacturer narrative:
(D4) catalog number: 320-42-00, serial number: 2390681, expiration date: 24-jun-2017, unique identifier (UDI) #: (B)(4). (D6a) 23-jan-2013. (D11) concomitant device(s): 320-20-34, 2485132 - eq rev compress screw lck cap kit, 4.5 x 34mm; 320-20-34, 2528945 - eq rev compress screw lck cap kit, 4.5 x 34mm. (G4) PMA/510(k)number: k063569. (H3) the revision reported may have been the result of either bone impingement, extreme loading around the superior edge of the liner, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear and humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation and x-rays were not provided. (H4) device manufacture date: 24-jun-2012.

Manufacturer narrative:
Section h11: the following sections have corrected information: (d10) concomitant device(s): 320-01-42, 2522884 - equinoxe reverse 42mm glenosphere; 320-10-00, 2489380 - equinoxe reverse tray adapter plate tray +0; 320-15-05, 2536211 - eq rev locking screw; 320-20-00, 2473320 - eq reverse torque defining screw kit; (h6) type of investigation: 4114, device not returned; 4109, historical data analysis; 3331, analysis of production records; investigation findings: 140, wear problem; 3211, deformation problem; investigation conclusions: 22, known inherent risk of device.